Event description:
It was reported during the implant that the helix of the rv lead protruded. The lead was not implanted, and there were no patient complications as a result of this issue.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4) no anomalies were found however, the helix was stretched out of specifications.